Event description:
The male patient had a lesion being treated in the proximal left anterior descending (lad). A 3.0 x 13 mm cypher select plus stent was being implanted at 6 atm. The patient had an edge type a dissection and hematoma at the proximal edge of the stent. A 3.0 x 08mm cypher select plus stent was deployed in order to cover dissection.

Manufacturer narrative:
The device is distributed outside the united states; however, it is similar to the united states products. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.